Event description:
Alleged the brake will set but if the stretcher is bumped too hard, the brake will disengage.

Manufacturer narrative:
The facility replaced the worn brake casters to repair the stretcher.